Event description:
Customer sent an e-mail stating that he experienced hypoglycemia repeatedly because of taking too much insulin based on his contour usb readings. Customer did not provide any additional info about the event and has not responded to the e-mail sent by the customer service rep. No product is being replaced or returned for eval at this time.

Manufacturer narrative:
Customer did not provide complete info in his e-mail communication.